Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6). During the procedure, the bulb of the sep6 broke off. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial, radial, and ulnar arteries using an indigo system aspiration catheter 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, the physician completed six passes using the cat6 and sep6. Afterwards, while retracting the sep6 into the cat6, the physician experienced resistance. Upon removal of the sep6, it was noticed that the bulb of the sep6 broke off. Therefore, the broken bulb of the sep6 was aspirated out using the cat6. The procedure was completed using the same cat6. A small hematoma around forearm was reported; however, it is not believed to be related to the sep6.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 09/11/2020: please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.